Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid rx basket was used to attempt to crush a stone manually. However, the two wires on basket were stuck and the basket could not open evenly to catch a stone. Another trapezoid rx was used to complete the procedure. There was no patient complication as a result of this event. Investigation results revealed that the side car-rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation finding that the sidecar rx was pushed back. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the side car rx was pushed back. A functional inspection was performed by actuating the handle and found the basket was able to extend/retract without any issues. Dimensional inspection found the sidecar rx was pushed back 6 mm which was out of specification. The reported event was not confirmed. Based on the functional inspection conducted, the device was activated, and the basket functioned properly, retracting without any issues. As a result, the reported event cannot be confirmed, and the complaint will be concluded as "no problem detected" since neither the device, complaint, nor problem could be confirmed. Additionally, it was observed that the sidecar rx was pushed back. It is worth noting that procedural factors, such as the device advancing through the scope, may have contributed to this issue. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.